Event description:
It was reported that the sound on the avalon fm30 fetal monitor does not come up on regular basis and volume is very low when it does.patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
H3 other text : customer is taking responsibility to correct/repair the devicw.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the sound on the avalon fm30 fetal monitor does not come up on regular basis and volume is very low when it does. Patient involvement is unknown. There was no report of patient or user harm.

Event description:
It was reported that the sound on the avalon fm30 fetal monitor does not come up on regular basis and volume is very low when it does. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation